Event description:
Event description guidant received information that this device was part of a legal action and the pt passed away. Legal records indicate that his pt received electric shocks and passed away.